Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt of left forearm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the third inflation at 8 atmospheres for 30 seconds, the balloon ruptured from a pinhole located on the proximal side of the blade. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.